Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p) system, it was noted that the patient had three open wounds at site of generator pocket. Additionally, the patient stated had gone to a tanning bed and developed a sore in that area after which eventually led to the open wounds. The crt-p system was explanted due to infection and erosion. Antibiotic treatment was administered. A temporary/permanent device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr02 crt-p implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.